Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7102622. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 530057.

Event description:
It was reported that the patient was experiencing inadequate pain relief, pain and discomfort at the pocket site. It was also stated that the patient's spinal cord stimulation (scs) lead had migrated causing overstimulation. No device malfunction suspected. Multiple reprogramming had been performed without success. The patient underwent an explant procedure and the explanted devices will not be returned as it was discarded by the facility.